Manufacturer narrative:
Product event summary: analysis confirmed the customer comment, the programmer booted very slowly with a changing screen and a noisy hard drive that eventually displayed an error, however the comment of power loss was unable to be confirmed. The software was reloaded to resolve and the hard drive was replaced as a preventative measure. Product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the power to the programmer would "flicker" and that it would make a "whiney" noise. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the power to the programmer would "flicker" and that it would make a "whiney" noise. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.